Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was isolated to the l602 inductor on the pca bedside board being knocked off. Additionally, contamination was found throughout the charger. The root cause for the damaged l602 inductor could not be positively identified. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.